Event description:
It was reported the trial patient¿s system was not helping their symptoms. It was noted the patient had nine accidents since the start of the trial. It was reported something was wrong with the wire. It was noted the patient felt a ¿tickle¿ but could not feel it again. It was reported the patient felt a tickle that went away on the call. It was noted the patient was set at five. It was reported the patient¿s therapy was not working as expected.

Event description:
It was later reported that there was none neither action nor intervention required in regards to the loss of stimulation. The patient did not go on to implant. The patient was scheduled for a stage 1 on june 30th. The patient outcome was indicated as awaiting a stage 1.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).